Manufacturer narrative:
(B)(4). G2: foreign: event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the unit took a deep graft. The patient was consented for either split or full thickness graft to be taken from either the thigh split or upper arm, sutures were required to close the wound in layers 1-0 pds to muscle and fascia and then 3-0 monocryl skin in dermal and subcuticular preneo. The surgery got delayed for an additional short procedure for homeostasis. An alternative procedure to obtain skin graft was made from the arm. Due diligence is complete.